Manufacturer narrative:
The actual date of event is unknown.A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer experienced delayed checkline/occluded alarms in a dopamine infusion on 7 July 2026 that had clamped lines. The intended rate of infusion was 3mcg/kg/min with a Volume To Be Infused of 75mL and a concentration of 1.6mg/mL There was patient involvement, but no harm.